Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports a very small red raised pimple; states no head visible; about 3 mm diameter near edge of stoma. He states it is painful and sometimes burns. He cleans area with alcohol wipe. Sometimes uses karaya powder or eakin seal. Skin barrier is precut by byram. He has been applying neosporin powder and gauze but has noticed no change. Discussed possible local skin infection vs pseudoverrucous lesion. Instructed to keep area covered and protected from stool using powder and eakin. He will contact his wound ostomy continence nurse if no improvement in a couple of weeks. "End user called to report a follow up on his condition as noted in previous complaint case. Since this report the small raised pimple like bump remains. Near the edge of stoma. He has made multiple trips to a physician. At the doctors office he is mainly being treated by a physician assistant, pa. The area has been excised and drained twice. According to the end user no biopsy has been performed. The area was being treated with nystatin a prescription antifungal medication powder. His prescription has now been changed to pramoxine 1 percent zinc oxide. He is applying this medication three times a day and covering it with either a piece of cotton or an eakin cohesive seal. He is scheduled to go back to the pa on friday (B)(6) 2015. Instructed to continue with the current medication and to follow up with his physician."